Manufacturer narrative:
Inratio precision data provided by end-user lot: date: (B) (6) 2010, 1st inr: 1.1, 2nd inr: 2.3, mean: 1.70, sd: 0.85, %cv: 49.91. Since 49.91% cv is more than 20%, the precision test failed the criteria for precision. Add'l investigation is required. No corrective action is required at this time.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: inratio (test 1): 1.1. Inratio (test 2): 2.3.